Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified distal stent damage. The struts on the first five to six rows on the distal end of the stent were raised up and pushed apart. Some of the struts were pushed out towards the tip of the device. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the target lesion located in the moderately calcified and moderately tortuous left circumflex artery. After multiple pre-dilations, a 2.5 x 32 mm promus element plus stent was advanced, but was not able to cross the lesion. Upon removal it was noted that the distal portion of the stent was partially deformed. The procedure was completed with a different device. No patient complications were reported and the patient status is fine.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the target lesion located in the moderately calcified and moderately tortuous left circumflex artery. After multiple pre-dilations, a 2.5x32mm promus element plus stent was advanced but was not able to cross the lesion. Upon removal it was noted that the distal portion of the stent was partially deformed. The procedure was completed with a different device. No patient complications were reported and the patient status is fine.